Event description:
The pt was implanted with an ams sparc sling on or about (B)(6) 2009, "to treat her pelvic organ prolapse and stress urinary incontinence." It was reported that the pt has experienced "severe and permanent bodily injuries and significant mental and physical pain and suffering." The pt continues to suffer from complications with sex, dyspareunia, neuro-muscular problems difficulty urinating, groin pain, leg pain, and pelvic pain. It was also indicated that pt has undergone extensive medical treatment, including, but not limited to, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.